Event description:
It was reported that x-ray imaging taken in the field revealed the lead was bent with a dislocated electrode, and the anchor was broken. The patient underwent a revision procedure where the lead and anchor were replaced and did well postoperatively. Additional information was received that the patient experienced stimulation and pain in non-target pain areas. Clarification was received that the electrode had not dislocated, but the lead had migrated.

Event description:
It was reported that x-ray imaging taken in the field revealed the lead was bent with a dislocated electrode, and the anchor was broken. The patient underwent a revision procedure where the lead was replaced and did well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 30778086.